Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump would not recognize a 50 ml syringe during infusion set up. Following multiple intra-muscular injections of epinephrine the clinician attempted to use a syringe module to deliver epinephrine (50mcg/ml), but the syringe module did not recognize the syringe. The infusion was instead completed from a bag of epinephrine. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump would not recognize a 50 ml syringe during infusion set up. Following multiple intra-muscular injections of epinephrine the clinician attempted to use a syringe module to deliver epinephrine (50mcg/ml), but the syringe module did not recognize the syringe. The infusion was instead completed from a bag of epinephrine. There was patient involvement but no harm. Following the investigation of the device, the customer indicated they had calibrated the devices prior to submitting it for investigation.